Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that while connecting the omnipod 5 personal diabetes manager to charge, the charging cord melted inside the charging port. The patient confirmed using and insulet supplied charging cord. Blood glucose levels were noted to be between 54 and 69 mg/dl. The device has been replaced.